Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis.

Event description:
It was reported that the patient presented with endocarditis. Cultures were positive for bacteria and (B)(6). The implantable pulse generator (ipg) system was explanted and a temporary pacing lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.